Event description:
It was reported that when using the bd pyxis¿ es server, some patients did not transfer between stations after being moved. When patients were transferred to another unit, their orders did not reflect on the destination station, and in some cases, the patient¿s name was not visible on the receiving device. Also, health sight viewer (hsv) also could not be accessed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient information was not syncing. A technical support specialist connected to the server, restarted the external message service, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.